Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. Medical intervention was required. When attempting to retrieve the capsule, the staff realized that the patient had aspirated it. The patient¿s o2 rates started to drop. The patient was intubated, manually ventilated, and transferred to the hospital. A pulmonologist removed the bravo capsule from the bronchus via bronchoscope. The patient was discharged the next day. The patient had a visit with their primary care physician (pcp) and the patient is fine. There was nothing unusual about patient or procedure which could have led to this event. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No other known adverse events were reported.